Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during cycle 3 and occurred on (B)(6) 2013 at 7:00:37. The patient's largest prescribed fill volume (lpfv) was 2500ml and the drain volume was 4288ml. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause of the reported issue was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a follow up medwatch will be submitted.